Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shorted lead warning following the delivery of a 31 j shock. This observation was made during the defibrillation threshold (dft) testing phase of the implant procedure. The physician elected to remove this ICD, and implanted a similar device without reported complication. The lead was surgically capped and abandoned. There have been no reported symptoms associated with this clinical observation.